Event description:
Australia. Allegedly, a patient who underwent an augmentation mammoplasty in (B)(6) 2022 has a confirmed implant rupture on her left breast and requires a surgical revision. A silicone lymphadenopathy was also found.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for complaint: device rupture, lymphadenopathy.